Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed out due to low blood glucose. Paramedics were called out and treated the customer's glucose level. It was mentioned that the customer had low blood glucose for the past twenty four hours and did not know why. The customer had been off of the insulin pump for many weeks and recently he was reconnected. Troubleshooting was performed and found wrong basal rates were entered. Time and date were correct. The bolus history revealed a bolus of 10u entered the day of the event, in which the customer did not remember.